Manufacturer narrative:
The device powered up properly after battery installation. Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing. The device functioning properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose was unknown at the time of incident. It was reported that the insulin pump would not turn on completely. The insulin pump was returned for analysis.